Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient had a high blood glucose (bg) of 352mg/dl with strong, fruity breath. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the basal delivery totals do no match (variation is due to known cause). The customer made changes to the basal program. The basal history matches the active basal program settings and the bolus totals do not match. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2017 with the following findings: the pump's black box showed a replace cartridge alarm on (B)(6) 2015 at 14:21 and deliveries resumed at 20:09. The delivered boluses were added up and matched the expected values. Manual boluses of insulin were delivered and recorded accurately in the pump. The pump was exercised for 24 hours with no issues observed. The pump passed a delivery accuracy test. The alleged issue could not be duplicated.